Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and replaced the ise buffer valves and reference block. Fse performed verifications with no additional issues. The customer called back stating there was continued instability. The fse returned to the customer's site and replaced the mixer motor, mixer paddles, syringe driver, reference electrode, and ise tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2020-00330 for erroneous results that occurred on (B)(6) 2020.

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au680 instrument. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer provided data for one (1) patient sample.